Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use a backup insulin pump while a replacement pump with updated software was sent. Technical support provided guidance on storage mode and return procedures for the malfunctioning pump, and steps for receiving and using the replacement pump.